Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the arrow buttons are sticking and not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to be keypad. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found.